Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to acute respiratory distress syndrome (ards). Patient was diagnosed and treated for hemolysis prior to expiration. It was determined that the patient death was device related. The left ventricular assist device(lvad) was hemolyzed. The device will not be returned for evaluation.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: although review of the submitted log file confirmed power elevations, a specific cause for the power elevations, elevated lactate dehydrogenase (ldh), and hemolysis could not be conclusively determined through this evaluation. The report of suspected thrombus could not be confirmed as there is no product available for investigation and no diagnostic images were submitted for review. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient experienced elevated device power and flow on (B)(6) 2019. The patient's had an ldh level of 111, plasma free hemoglobin (pfh) level of 50, and an international normalized ratio (inr) of 2.8. However, it was reported that the patient had sub-therapeutic inr for two weeks. As of (B)(6) 2019, the patient was admitted and being closely observed. The patient¿s ldh remained elevated on (B)(6) 2021. A ramp study echocardiogram was performed, and the patient was treated with an anticoagulant. The patient continued in the intensive care unit, supported by a ventilator, on (B)(6) 2019. The patient reportedly expired on (B)(6) 2019 due to acute respiratory distress syndrome and pump thrombosis. The patient¿s outcome was considered to be device-related, and it was reported that the patient¿s left ventricular assist device (lvad) was hemolyzed. It was reported that a computed tomography (CT) scan of the patient¿s chest had been completed that demonstrated an acute hematoma in the right pectoralis muscle, pleural fluid collection which may represent hemothorax versus pleural effusion, and atelectasis in the right lung with multifocal pneumonia. Thrombus was reportedly suspected due to symptoms of chest pain and elevated ldh. Treatment for the suspected thrombus included tissue plasminogen activator, left heart catheterization, thrombolytic infusion through a heart chamber into an lvad inflow cannula extracorporeal membrane oxygenator, and intubation. The submitted system controller log file captured several elevations in power (up to 9.5 watts) and corresponding flow (up to 11.3 liters per minute) throughout the log file. No other significant changes in pump parameters were noted and no other atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the log file and the submitted log file appeared to show the system operating as intended. It was reported that (B)(6) would not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure, hemolysis, device thrombosis, bleeding (perioperative or late), local infection, and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also includes information regarding how to prevent and control infection. Section 1 and section 4 "system monitor" provide an explanation of each of the pump parameters, including pump power and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts also can indicate the presence of a thrombus. Abrupt changes in power should be evaluated for cause. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. The heartmate ii lvas patient handbook contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient passed away due to pump thrombosis. There were no changes to patient condition, pump parameters, or anticoagulation status that would have contributed. The patient had symptoms of chest pain and elevated lactate dehydrogenase (ldh) levels. An echocardiogram and chest computed tomography (CT) scan were performed. Results showed a large acute hematoma centered in the right pectoralis muscle adjacent to the right subclavian catheter. A moderate to large right pleural fluid collection was new compared to chest radiographs prior to right internal jugular catheter placement and may represent hemothorax versus pleural effusion. Density not well evaluated due to artifact related to multiple lines and lvad. Extensive atelectasis in the right lung and multifocal pneumonia in the left upper and lower lobe were also noted. The patient received tissue plasminogen activator (tpa) and left heart catheterization in addition to thrombolytic infusion through a heart chamber into an lvad inflow cannula. The patient was also placed on extracorporeal membrane oxygenation (ECMO) and intubated.

Manufacturer narrative:
Section b5: the patient had a previous complaint of elevated power and flow along with hemolysis on (B)(6) 2019 (reference MFR # 2916596-2019-00936). An additional complaint of elevated ldh and hemolysis were reported on (B)(6) 2017 (reference MFR # 2916596-2018-00206). Manufacturer's investigation conclusion: analysis of the submitted log file confirmed elevations in power and corresponding flow. A direct relationship between the device and the reported elevated ldh and subtherapeutic inr could not be conclusively determined through this investigation. Furthermore, a specific cause for the reported events could not be determined. The submitted system controller log file captured several elevations in power (up to 9.5 w) and corresponding flow (up to 11.3 lpm) throughout the log file. No other significant changes in pump parameters were noted and no other atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the log file and the submitted log file appeared to show the system operating as intended. Pump power and flow are addressed in the introduction of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, the patient care and management section of the hmii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Respiratory failure and hemolysis are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.